Event description:
The following was reported to hamiton medical ag: customer complained of the vent (hamilton-t1) not passing the tightness/ flowsensor pre-op tests. No consequences and no patient harm occured.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. Hamilton medical ag case number is: cer (B)(4).